Event description:
During a shoulder arthroscopy procedure it was reported that the device created shavings at the very beginning of the surgery when the doctor was shaving the biceps stump. The surgeon utilized a back-up device to suck the pieces out; the surgeon was confident all debris was removed. He was able to complete the procedure successfully using the backup device. A fifteen minute delay was reported and the patient was noted to be okay post-procedure.

Manufacturer narrative:
One 5.5mm full radius elite blade was returned for evaluation. Visual assessment identified significant axial fractures through the adapter body, to the outer blade. Contact points were identified on the inner blade coupled with corresponding debridement of the outer blade. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The device was inspected dimensionally and found to meet design requirements. All indications point to excessive lateral load during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No further investigation is necessary at this time. This information was not provided in the reported event or available at the time of report submission. (B)(4).